Event description:
It was reported to philips that exposure was not possible. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced power inverter. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Analysis of the system log file showed that the system was unable to take exposure and indicated several errors related to the generator. During troubleshooting, the fse confirmed that the power inverter caused few parts of the system not able to get the power needed to turn on due to an error which affected the exposure. The fse replaced the power inverter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.